Manufacturer narrative:
(B)(4). The run data file was investigated for this event. Signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer could like the run data file investigated to determine a possible cause for the higher than expected wbc content in the platelet product. The wbcs were counted on flow. They also sampled the daughter bags to see if the results are consistent with the mother bag. No medical intervention was required for this event. The disposable was discarded before the customer identified the complaint. Therefore it is not available for return. Pt weight is unavailable at this time. (B)(4). This report is being filed due to device malfunction that has the potential for injury.